Event description:
It was reported that a customer experienced fluctuating blood glucose levels after receiving alerts indicating elevated glucose. The customer stated that the high glucose occurred because she had overtreated a prior low. She explained that she had gone low after ignoring downward-trend alerts from the device and that she had recently been under significant stress. She also reported eating three slices of toast for breakfast. The customer mentioned that she had changed her infusion site the previous day and did not wish to change it again. She also stated that she had been told she might have an unrelated medical condition but did not attribute this directly to the device. Device report review indicated that the system was responding appropriately to her glucose levels, and no occlusion alerts were present. The customer confirmed that critical low alerts had been dismissed. Her glucose levels ranged from a low of 57 mg/dl to a high of 316 mg/dl and remained outside the 70¿180 mg/dl range for approximately 30 minutes. She did not use backup therapy, did not perform ketone testing, and reported no recent steroid injections. No professional medical intervention, other assistance, or immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis were reported. The customer stated she would continue monitoring her glucose levels, focus on relaxing, and stay hydrated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.